Manufacturer narrative:
The leaking bottles of act 5diff wbc lyse were discarded by the customer. The product was replaced for the customer. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported a potential chemical exposure when a shipment of act 5diff wbc lyse reagent was received damaged and leaking. The operators were not exposed to the act 5diff wbc lyse reagent. There was no exposure to open lesions, mucus membranes, or any contact to eyes or skin. The operator was wearing proper personal protective equipment of lab coat and gloves. No one sought medical attention and the product material safety data sheet was reviewed. The customer has an exposure plan in place within the lab. No reports of death or serious injury, and no affect to operator safety as a result of this event.